Event description:
It was reported that imaging demonstrated a vena cava filter that was tilted, and some filter limbs extended outside of the vena cava wall. The filter was unable to be retrieved with a recovery cone, and it remains implanted. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate, there was a mfg related cause for this event. The lot met all release criteria. The investigation is currently underway.